Event description:
Boston scientific received information that the patient and health care provider were inquiring about any product advisories for this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) discussed potential advisories. No adverse patient effects were reported and the patient was feeling fine. Subsequent information has been received that approximately fourteen months after the initial call this crt-d was explanted due to normal battery depletion. There were no field allegations related to this device while it was in service. The post market quality assurance laboratory received this device back for routine analysis, and initial investigation revealed a possible product performance issue. At this time, detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. This product is included in the shortened replacement window (4/05/2007) advisory. The device issue identified in the laboratory is consistent with this advisory.